Event description:
It was reported that a wireless battery module was damaged from fluid intrusion. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the fluid intrusion of the battery module which lead to a failure in wireless capabilities. Investigation found corrosion on the wireless module flex and the radio printer circuit board, causing the components to fail. The unit was unrepairable and was scrapped.